Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the patient presented for right atrial (ra) lead replacement procedure as ra lead had dislodged. During procedure, it was also noted that right ventricular (rv) lead was on the verge of dislodgement. The ra lead was explanted and replaced with the new lead. No intervention was performed for rv lead. Patient condition was stable.

Event description:
Right atrial (ra) lead dislodgement was confirmed via fluoroscopy.

Manufacturer narrative:
Correction ¿ g8 ¿ manufacturer report number should have been under 2017865 not 3006705815 as submitted.